Manufacturer narrative:
(B)(4).

Event description:
It was reported that high impedances were reported (890 ohms) during implantation procedure for the implantable neurostimulator (ins) system. It was noted that the surgeon "admitted" to "probably handling" the leads roughly during the placement and was a cause of "possible microfracture" in the leads. Both leads were replaced and the new leads connected to the current ins battery. The impedance then dropped to an acceptable <(><<)>800 ohms. It was reported that following the procedure the patient was doing fine and getting therapeutic benefit. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(4).